Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was an elective replacement indicator (eri) or low implantable neurostimulator (ins) battery icon. There was no dissatisfaction with the ins longevity. The reported symptoms were accidents and a lack of effect. This was considered a sudden change in therapy/symptoms. The symptoms started at the same time the eri message appeared. The indication-for-use (IFU) was unknown. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.